Event description:
Resident being transferred from bed to chair by two certified nursing assistants; resident fell from sling (attached to left) to floor. Sling separated from lift at hook-sling is not damaged in any way.